Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported on (B)(6) at 12:07 pm he activated a new pod and his blood glucose for 2 days was reading between 107 mg/dl to 250 mg/dl. His blood glucose, carbohydrate intake and insulin history for the following day ((B)(6)). At 6:47 am the pod was deactivated and he was feeling miserable. He noticed the cannula looks slightly bent to the side. He also gave himself a manual injection of rapid-acting insulin with a pen (exact dosage was not provided). His bg was reading 248 mg/dl at the time of the call.